Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side ¿capsular contracture baker grade iii¿ and "any creases" observed during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side ¿capsular contracture baker grade iii¿ and "any creases" observed during surgery. The device has been explanted and replaced.